Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported one sealed, sterile package of product had a hair in it. There was no pt contact or adverse consequence to a pt.